Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pace impedances greater than 2,000 ohms along with increased thresholds and loss of sensing. Subsequently, the patient underwent a revision procedure. During the procedure a fracture of the isolation was able to be identified. The lead was unable to be extracted. Another lead was successfully placed. No further complications were reported.